Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) to downsize the cuff due to urethral atrophy. The patient previously had a 4.5 cm cuff and since it was too large the urethra was not closed causing urinary incontinence. The system was removed and replaced. The patient was reported as fully recovered.